Event description:
It was reported that the system 2600 would not boot and displayed error code 98. There was no reported patient involvement.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The hard drive was removed and replaced. The system was tested and found to be working as intended and placed back into service.